Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found the electrical contacts of the video connector and the coupler pins of the camera head had corrosion. Based on the results of the investigation, a definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device evaluation, the electrical contacts of the video connector and the coupler pins of the camera head had corrosion. There were no reports of patient involvement.